Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. Two days prior to diagnosis of peritonitis, the patient was hospitalized due to abdominal pain. The patient was treated with meropenem injection (250 mg, daily, frequency and duration were not reported) and vancomycin injection (1 gm, every 5 days, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was still hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.